Event description:
Caller reported compact plus system blood glucose results of 281 mg/dl and 103 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the controls, meter and strips, replacement sent.